Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 885111 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 885111 and device part number 195-430wjr/ lot 885111. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 885111 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2024. Testing was performed on a competitor product (intelleswab) and generated positive results on (B)(6) 2024. The consumer stated she was symptomatic, feeling tired and strange. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on 11 aug 2024. Testing was performed on a competitor product (intelleswab) and generated positive results on 10 aug 2024. The consumer stated she was symptomatic, feeling tired and strange. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.